Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced component separation, and leakage. The following information was provided by the initial reporter: broken the next day of use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/7/2021 h.6. Investigation: a 20041e sample was received for investigation of (B)(6) with residual blood; no packaging was received with the sample, however the customer indicates the affected lot number to be 20086292. Additionally, a smartsite device was received connected to the female luer component of the 20041e sample. Information provided by the customer confirmed the event was noticed after at least one day of using the product. A visual inspection confirmed the customer's experience as the smartsite component from the 20041e sample had separated from the tubing joint; a close inspection of the separated tubing identified minimal residual solvent at the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20086292 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced component separation, and leakage. The following information was provided by the initial reporter: broken the next day of use.